Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump delivered a bolus of 3.5 units. Reportedly, the contact was unable to confirm if the quick bolus feature had been enabled and if the customer had accidentally pressed the button to deliver a bolus. Recommendation was made by tandem technical support to upload the pump data for a review of the logs to be performed. The contact reported that at the time of the reported event, the customer's blood glucose (bg) level was within target; however, an adverse event could occur due to the reported event. Recommendation was made to consult with health care provider regarding diabetes management. Multiple attempts were made by tandem technical support to request upload of pump data so the pump logs could be reviewed and to ensure the customer's bg level did not decline; however, the customer did not respond.